Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2016 regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). It was reported the patient felt a shocking sensation in the location of the extension/lead connection in her mid back. The patient noted that when she pushed on the location, it reduced the sensation but it was painful. It was noted that the implant was not on as she was able to turn the implantable neurostimulator (ins) off with the patient programmer (pp). The patient had the device off for about 15 minutes at the time of the call, but she noted that she could still feel some shocking sensation. Trauma/falls that could have been related to the issue included a motor vehicle accident that occurred in (B)(6) 2016. The change in therapy/symptoms was noted to have been sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.